Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 3.00x16mm synergy¿ drug-eluting stent was advanced to treat the target lesion. However, resistance was encountered and the shaft of the device cracked about 20cm from the stent end at the y-adaptor. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was stable.